Event description:
The manufacturer received a voluntary medwatch (mw5102809) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges that he replaced his older CPAP device with a new dreamstation and shortly afterwards began having allergy symptoms. The patient states: cough, clearing my throat, and sinus congestion. To the point I reported it to my family doctor who prescribed over the counter allergy medicine along with omeprazole for what was thought to be an esophageal reflux issue. I even got a chest x-ray to make sure it wasn¿t my lungs. I started taking these meds but was still having issues so I went to an ear, nose, and throat specialist where I had testing for allergies which were costly. A month ago we went on a trip to (B)(6) where I didn¿t take the machine. Amazingly the allergy symptoms pretty much cleared up in one week. I just received the recall notice from phillips in (B)(6) 2021 on this unit but still haven¿t heard anything from them. I switched back to my older CPAP machine since the dreamstation was recalled, but am now still having the coughing, irritated throat etc. FDA safety report ID # (B)(4).

Manufacturer narrative:
H3 other text : device not returned to manufacturer.